Event description:
A b7017x biliary stent was placed into the left renal artery after predilatation and successful stent placement and deployment usning 9 atm of pressure. After deflation of the delivery system balloon, the "felt tight" inside the stent; the 8fr guiding catheter was manipulated into the stent and over the delivery balloon facilitating of the delivery catheter into the guiding catheter. Evaluation of stent apposition by contrast injection warrented a second inflation which was done using the same delivery system balloon at 10 atm, resulting in balloon rupture. The delivery system was then removed. The pt suffered no ill effects. Evaluation of the delivery system and guiding catheter are not possible, as they were not returned to ave.